Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose level was 425 mg/dl. The blood glucose was 101 mg/dl at the time of incident. The blood glucose level was 200 mg/dl. Customer had a symptom like congested and cough up mucus. Customer treated with manual injection as well as insulin pump. Customer alleging the pump under delivery. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.